Event description:
It was reported that the patient started to experienced recurring incontinence with his artificial urinary sphincter (aus) after biking. The device was removed and replaced for a new aus consisting of a 4 cm cuff, a pump and a 61-70 pressure regulating balloon. No further patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The explanted device had a malfunction due to a leak in the cuff. There were no further patient adverse effects.